Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial hcg + b result was 0.152 miu/ml. This result was reported outside of the laboratory. The customer performed a pregnancy test that was positive. A new sample was obtained from the patient and the positive result was confirmed. The actual result was not provided. The customer repeated the initial sample and the result was 841.7 miu/ml with a data flag. The repeat result was believed to be correct. No adverse event occurred. The hcg + b reagent lot number was 259199 with an expiration date of 30-nov-2018. Calibration was within expectations. Level 1 qc results from (B)(6) 2018 were within the acceptable ranges. It is not clear if level 2 and level 3 qc were also measured on (B)(6) 2018. The customer uses a clotting time of 15 minutes. This time is insufficient; 30 minutes is recommended. During a review of the alarm trace, a short sample alarm was observed on (B)(6) 2018. The investigation was unable to find a definitive root cause.